Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One sample and one photograph of the sample were provided for evaluation. The sample was functionally tested per specification with no leakages observed. Per the customer's description of the location of the defect, no leakages were observed during testing. A visual evaluation was performed on the photograph returned and it was noted there was a red arrow pointing toward the patient connector on the sample, but no signs of leakage were observed in the photo returned. The reported defect was not confirmed. A possible root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: at about 3:30 in the afternoon, on (B)(6) 2023 we had an incident here in our infusion center we had prepared an abraxane preparation and we had attached one of your secondary IV sets to the line, everything was fine after the preparation of product, however when it was when the nurse started infusing the abraxane, the adapter part, the end of the adapter that connects to our facile which also connects to the infusion line, started leaking. It appears that is leaking, again it is at the end of the adapter connection point we couldn't tell if there's a crack or something in there but when we started the pump, we could clearly see that it was leaking at that adaptor connection point. So, I just wanted to report that to b. Braun and then see what else we need to do. Again, this is the secondary IV set, I guess it looks like the reference or the product is v1921 - looks like the lot number is 0061900036 it has what looks like an expiration of 7/31/2028 this is the secondary I said again it's 15 drops per ml and this is where we had an incident were we had a leak at the IV connection point, at the very end of the tubing. No injury reported.